Manufacturer narrative:
(B)(6) 2016. (B)(4). Manufacture date: july 15, 2016 ¿ july 19, 2016. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined for the following conditions: external and internal surfaces of the bladder and the rupture line for evidence of markings, abrasions, gouges, holes, or embedded particulate matter, any surface defects on the stress-member. As a result, no signs of abnormality were found. The reported condition was verified. The direct cause of the ruptured bladder could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling. There was no patient involvement. No additional information is available.